Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016. Following the placement of the lead during the surgery, there were no signals from the patient's lower extremities on the neuromonitor. The doctor then decided to remove the lead as a precautionary step. Post operatively, an MRI confirmed the patient had a hematoma at the lead site. Consequently, the patient was taken back to surgery and the hematoma was evacuated. The patient had recovered since.